Manufacturer narrative:
The site confirmed that the device will not be returned for evaluation. The manufacturer is following-up with the involved healthcare facility to retrieve further details on the event. A follow-up report will be submitted upon completion of the document review and availability of additional information.

Event description:
The manufacturer was notified of an intraoperative explant involving a perceval plus valve. The following provides a summary of all information currently available to the manufacturer. On (B)(6) 2026, a perceval plus valve pvf-m, was implanted in a patient. It was noted that the valve was leaking upon checking in toe. The site confirmed it was a pvl and ballooning performed according to the IFU. The patient remained stable throughout the delay in procedure. No other details are available at this time.